Manufacturer narrative:
One bipolar pacing catheter with attached monoject limited volume syringe was returned for evaluation. No introducer was returned. Continuity testing found an open condition occurred between the proximal electrode and connector pin. The catheter was cut down and continuity testing revealed the proximal lead wire was broken in the catheter tube at approximately 4.5cm proximal from tip. Insulation was visible around the broken area and no visible damage or stretch was observed on the catheter body near the broken wire area. The distal electrode was continuous without any intermittent or open condition. No short conditions were observed. Continuity testing was conducted by connecting one test lead of a multimeter to an electrode connector pin and the other lead to the related electrode. Resistance was measured using a digital multimeter. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon inflation test was performed using the returned syringe with 1.3cc air by holding the balloon under water. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under 10x magnification. The customer report of pacing difficulty was confirmed to be related to the manufacturing process. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.

Event description:
It was reported that "it was unable to pace during use in acetylcholine provocation test. There were no patient complications reported. Another catheter was used and the problem was solved."